Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue was not confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 91% efficiency. The allegation of underinfusions and overinfusions could not be confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
Corrected data- d4- UDI. H3 - device evaluation. Additional data: d4-lot #. B5 - event description. B6- relevant test. B7- patient's preexisting medical condition. D10-device available. Internal complaint number: complaint- (B)(4).

Event description:
Additional information was provided related to pump events: (B)(6) 2015: flowonix prometra ii 20ml and catheter implant in abdomen. (B)(6) 2017: patient therapy controller activation. (B)(6) 2019: patient visits their doctor complaining of more pain. During the filling of the pump, the doctor observed a reservoir volume discrepancy. The expected volume was 6.084ml, and the observed volume was 7.4ml. As a result of this, the doctor scheduled a catheter dye study. (B)(6) 2019: catheter dye study was performed: aspiration was normal; the doctor was able to draw off 3 ml of csf. There was a good blush. Patient was able to complete a bridge bolus. (B)(6) 2019: patient complaining of withdrawal symptoms, doctor increased daily dose. (B)(6) 2019: patient showed up to a follow up appointment complaining of pain, hypersensitivity and nausea. (B)(6) 2019: patient complaining of more pain with activity. (B)(6) 2019: patient stated that two days prior they felt overinfused. (B)(6) 2019: patient arrived in the doctor's office complaining of confusion. Patient stated that they had gone through a metal detector on (B)(6) 2019. Reported increased pain and use of ptc boluses. Doctor performed pump re-set. (B)(6) 2019: patient underwent scheduled MRI, and complained of withdrawal symptoms afterwards.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that prometra ii 20 ml pump was explanted due to patient feeling overinfused/underinfused. As per patient's wife, patient had three different incidences in which they felt as though they were overinfused/underinfused: 1) following a cap study, the patient felt overinfused. 2) patient walked through a metal detector and felt as though they were overinfused. 3) following an MRI, patient felt as though they were in withdrawal.